Manufacturer narrative:
Device is combination product. Date of birth: patient was born in (B)(6).

Event description:
Regal clinical study. It was reported that the patient experienced a left femoral pseudoaneurysm. The patient was enrolled in the regal clinical trial and underwent the index procedure on (B)(6) 2018 with a 6x80mm eluvia stent. On (B)(6) 2018 the patient experienced a left femoral pseudoaneurysm. A surgery was performed. The event was assessed as resolved as of (B)(6) 2018. However, on (B)(6) 2018 the patient suffered from intestinal ischemia (non-serious). No action was taken and the patient passed away on (B)(6) 2018. It was assessed that the intestinal ischemia and death were not related to the study stent. Further information was then reported on 11 march 2019. The index procedure treated the lesion in the left limb's mid and distal superficial femoral artery (sfa) (proximal popliteal artery involved). The lesion was 80mm in length with 90% stenosis. Reference vessel diameters were 6mm proximally and distally. Pre-dilatation was performed using two balloons. No post-dilatation was performed and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. One additional non-bsc stent was used to treat popliteal stenosis. Regarding the femoral pseudoaneurysm on (B)(6) 2018, the physician re-assessed the event as not related to the device and related to the procedure and as anticipated. Also, the physician assessed the intestinal ischemia as a serious event and reassessed the death as not related to the device and unlikely to the procedure.

Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that the patient experienced a left femoral pseudoaneurysm. The patient was enrolled in the (B)(6) clinical trial and underwent the index procedure on (B)(6) 2018 with a 6x80mm eluvia stent. On (B)(6) 2018 the patient experienced a left femoral pseudoaneurysm. A surgery was performed. The event was assessed as resolved as of (B)(6) 2018. However, on (B)(6) 2018 the patient suffered from intestinal ischemia (non-serious). No action was taken and the patient passed away on (B)(6) 2018. It was assessed that the intestinal ischemia and death were not related to the study stent.